Event description:
It was reported that the gastrointestinal videoscope's air/water nozzle was clogged during preparation for an unspecified procedure. The device was replaced and the procedure was completed with no report of patient harm. The device was returned, evaluated, and a foreign material was found adhered to the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the white foreign material at the distal of the product, which was confirmed by visual inspection, was analyzed for ingredients, and silicates, organic silicones, and carboxylates were detected. The silicates/carboxylates may be residues from tap water or chemicals, and the organic silicones may be from chemicals such as antifoaming agents, but these were not identified. The cause of the residual foreign material is assumed to be the accumulation of residual water traces due to the residue of chemicals, etc. That could not be removed by reprocessing, or the water left in the channel/wiped off at the distal end, etc. That dried at the distal end. Olympus will continue to monitor field performance for this device.